Manufacturer narrative:
(B)(4). There is an investigation ongoing into this reported complaint. A supplement follow-up MDR report will be submitted with the investigation results upon completion of the investigation.

Event description:
It was reported by a field service agent (fsa) that the battery died when on patient. The pump was not swapped out. It was unknown how the issue was resolved. If additional information is received at a later date, the complaint file will be updated. There was no report of patient complications, serious injury, or death.

Manufacturer narrative:
(B)(4). Returned for investigation was a battery. The sample was dropped off by the field service agent. The battery was installed into a known good ac3 for functional testing. The iabp powered up successfully with no alarm, all voltages were present (+5v, +12v and -12v) and within specifications. The battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was then left to charge in the iabp for over 9 hours. The full charge of battery was 13.1 volts. Pumping was initiated. The iabp gave a proper alarm when disconnected from the ac power. The iabp alarmed "less than 20 minutes remaining" after approximately 31 minutes when running on battery power. 12 minutes after the 20 minutes remaining alarm, the pump alarmed "less than 10 minutes remaining". The iabp shut off a few minutes after the alarm was cleared without the following warning alarm "less than 5 minutes remaining". The total battery runtime was approximately 52 minutes. Note: per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the ac3 be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of battery failure is confirmed. The returned battery failed the battery load test. During the complaint inve stigation, the pump shut off after approximately 52 minutes when operating on battery power after a full charge. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the short battery runtime. The root cause of the complaint is undetermined. No further action required at this time. Teleflex chelmsford will continue to monitor and trend for reports of this nature. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported by a field service agent (fsa) that the battery died when on patient. The pump was not swapped out. It was unknown how the issue was resolved. If additional information is received at a later date, the complaint file will be updated. There was no report of patient complications, serious injury, or death.